Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed in responding to presses. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.